Manufacturer narrative:
G4: 21sep2020 b4: (B)(6)2020 the service engineer (se) inspected the device and found an error code in the ventilator diagnostic report indicating ventilator restarted due to anomalies detected during operation.the se powered on the unit and could not duplicate the reported issue of a shut-off. The se reported having found the unit audible and visual alarms functioning. As a precaution, the central processing unit (cpu) was replaced. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021; b4:17feb2021. A cpu(central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that while in use, the ventilator shut off. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and wanted to know how to calibrate the barometric pressure. The customer was advised there is no adjustment or calibration.